Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-may-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all tower doors had failed because the medication cart cable was not securely connected to the back of the medstation. A field service engineer securely attached the cable, cleared and checked the connections, fixed the pin, and reconnected the medication cart cable and door 4 was recovered, and the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es auxiliary tower encountered an issue where all the doors failed to open. The customer attempted to resolve the issue by rebooting the station, but the problem persisted. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.